Event description:
The following info was provided on a device tracking registration form: would not cross lesion in proximal lad, dislodged in femoral artery. Although no pt injury or intervention was reported this report is being filed since this type of event could cause no adverse event if it were to recur.